Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a maverick 2.5 x 15 mm balloon. The physician then placed a taxus express2 3.5 x 20 mm drug eluting stent to the midly calcified and midly tortuous bifurcation of the left anterior descending (lad) artery. The physician then attempted to wire back through the stent in the lad to a diagonal (dx) lesion, but a thrombosis occurred. The pt was then placed on an intra-aortic balloon pump (iabp) and taken to surgery. Coronary artery bypass grafting (CABG) was completed and the pt's status post surgery is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.